Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.

Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. A file was returned, visually inspected, and found to have separated approximately 2mm from the tip without unwinding, indicating that the separation was due to fatigue. The instrument was not worn. Additionally, two unused files were visually inspected, evaluated for dimensional measurements and mechanical resistance properties, and found to be in specification.